Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital with convulsions on (B)(6) 2020. The patient was diagnosed with hydro cephalus, brain contusion, and laceration. On (B)(6), they were sent to the operating room for intracranial hematoma removal, decompressive craniectomy, ventricular drainage, and indwelling ventricle drainage tube. When the nurse visited the ward on (B)(6), it was found that the fluid in the ventricular drainage bag was full. When the drainage fluid was poured, the drainage bag was found to be disconnected from the junction of the metering tube and the drainage bag. The patient was drowsy; however, their vital signs were stable. Immediately, a sterile sheet was spread for the patient, the connection of drainage bag and the tube end were sterilized, and this situation was reported to the doctor. The doctor reinforced and connected the metering tube and the drainage bag in aseptic operation. The junction between the metering tube and the drainage bag was reinforced with sutures.